Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump monitored for several days and no unexpected set bolus on the display noted during testing. The insulin pump programmed with multiple bolus deliveries and all registered properly in the bolus history noted during testing. The insulin pump was received with missing end cap sticker, cracked case at the display window corner and cracked battery tube threads.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a no delivery alarm. The customer reported that the insulin pump had cracks. The customer reported that the insulin pump was dropped. The customer's blood glucose was 400 mg/dl at the time of call. The customer's blood glucose was 408 mg/dl at the end of call. The customer stated that they treated the high blood glucose with the insulin pump. The customer performed troubleshooting and did not found air bubbles, insulin issues and site issues, and setting issues. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.